Event description:
Had essure implanted in (B)(6) 2013. Diagnosed with rheumatoid arthritis in (B)(6) 2016. Not the only side effect-- I have strange periods, that is different colors than usual, passing clots small and large, and different texture than normal; pain in my pelvic area not associated with cramps or ovulation pain; and increasing period cramps.